Event description:
Boston scientific crm received info that this recently implanted cardiac reshychronization therapy defibrillator (crt-d) pt was in the intensive care unit (ICU) arresting. The local boston scientific field representative was paged by a cardiologist to see the pt, who reportedly had gone asystolic prior to arrival at the hospital. Cardiopulmonary resuscitation (CPR) was attempted in the field, but was unsuccessful. The pt arrived in the ICU in very poor health, with poor neurological signs and his blood pressure never eclipsing 60/30 mmhg. The pt was then reportedly intubated and had an arterial line placed. Of note, the pt's device had been programmed with a ventricular tachycardia (vt) therapy zone cutoff at 170 bpm, and a ventricular fibrillation (vf) therapy zone cutoff at 210 bpm. There were questions over whether the device was undersensing or capturing in the left ventricle (lv), and some inverted p waves were noted on presenting electrograms. When the device was programmed to ddd 40 and the pacing rate increased to 50-60 bpm, the pt's blood pressure dropped. The pt's sinus rhythm was paced.

Manufacturer narrative:
The boston scientific crm technical services (ts) department reviewed electrogram strips and discussed that the pt was likely in a junctional rhythm. Ts advised that it appeared that right atrial (ra) lead was not capturing, and that this lead may have been dislodged due to the CPR, and lying near the atrial septum. A chest x-ray was performed, bu no conclusions could be drawn since comparison x-ray films were located at another facility and were not available at the time. When the pt's rate was lowered, only device pacing was observed, with no intrinsic rhythm. Ts advised that either the atrial intrinsic rhythm was too slow to get a measurement or no atrial intrinsic rhythm could be measured due to ra lead dislodgement. Ts advised that based upon the corresponding increase in heart rate with an increase in heart rate with an increase in right ventricular (rv) pacing, there was no evidence to suggest rv therapy had been compromised. Additional info indicates that the pt has died. Upon interrogation of the device post- mortem, the boston scientific field representative noted no episodes stored in the arrhythmia logbook. It is unk whether an autopsy was done, or whether the device was explanted. There are no known allegations of device function causing or contributing to the pt's demise. The event will be update if any additional info becomes available.